Manufacturer narrative:
Section a2 and a4 : unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d4- model number: unknown, information not provided. Section d4- serial number: unknown, information not provided. Section d4- UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: explant date: not applicable, as lens remains implanted. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. No attempts could be made to obtain the missing information as the complaint came from a comment on a linkedin post. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the unknown monofocal intraocular lens (iol) was planned to be exchanged. Additional information revealed that the explant was canceled because the patient has not agreed to having the lens explanted at this time. She is thinking things over. The patient states she cannot see and cannot live like this and has difficulty reading and driving. There was no medical or surgical intervention needed now. The lens has remained implanted. No further information is available.